Manufacturer narrative:
Section d6b: date of explant was unknown.

Event description:
New information received notes that the implantable cardiac monitor was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. Final analysis found that the device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of under-sensing. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. Programming changes were made. There were no patient consequences.